Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carried in from the r1 drain. A dade behring field svc rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 2.43 ng/ml was obtained on a pt sample. The result was reported to the physician. A sequential sample was tested on an alternate analyzer and a result of 0.12 ng/ml was obtained. Both samples were retested on an alternate analyzer and the original analyzer and results of <0.04 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carry in from the r1 drain.